Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump had been serviced by a third party servicer and the infusion factor had been changed incorrectly during the non-factory recertification. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump was not delivering a bolus dose when prompted, using a bolus cord. They also stated that the complaint occurred during testing, and had not affected a patient. When the pump was returned to mmdg for evaluation, the pump was able to bolus properly, using the bolus key on the keypad of the pump. The pump did fail volumetric testing during the investigation. (B)(4).